Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, an intuitive surgical, inc. (Isi) clinical sales associate (cta) employee contacted technical support during a procedure to report that the site noted that they had a vessel sealer curved instrument that had a chipped tip. The cta was not on site. The cta stated the issue was noted after the customer got a message stating that the instrument could not complete the seal cycle. The caller stated that the instrument was not mishandled or dropped. The site replaced the vessel sealer curved with a vessel sealer extend. Technical support recommended site to return the affected instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.